Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): distal conductor fractured, the proximal conductor fractured, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation and outer tubing overlay were breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the lead had high impedance. The lead had an alleged malfunction and fracture. At the extract procedure the helix could not be retracted. The lead was successfully extracted by rotating the lead body. The patient no longer required the system so the lead was not replaced. No patient complications were reported as a result of this event.